Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the morphology discriminator was not quantifying events appropriately. No programming changes were made at this time. The patient was stable and will continue to be monitored.